Event description:
It was reported that on (B)(6) 2013 a merlin.net transmission revealed atrial lead noise. On (B)(6) 2014 the patient presented in clinic for follow up. The atrial lead exhibited noise reversion episodes. The noise could be reproduced with isometrics. The atrial sensitivity was increased which resolved the noise issue and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.